Event description:
Additional information received reported the patient had their device implanted and four days later the device turned sideways and stuck out of their back like a ¿half boob.¿ the reporter stated that every time they see their healthcare professional (hcp) there are three manufacturing representatives there and they could not get stimulation past the middle of their stomach. It was noted the patient¿s problem was in their back. It was further noted the patient has six bowel movements a day. The reporter stated their hcp wanted to move the implantable neurostimulator (ins) to their side. The reporter further stated the ins was dead due to only getting 1-2 coupling bars and the battery does not ¿fill at all.¿ it was noted the patient just got over pneumonia two times and they had it four times this year. It was further noted the patient was let go from the emergency room and they found they have bronchitis and they now need oxygen. It was noted the patient had a reveal cardiac device. The reporter stated they were not sure if they want the ins moved in january or if they want it to be removed. The reporter further stated their hair falls out more and more with each surgery. It was noted the patient¿s leads were in a good place. It was further noted the patient was scared another surgery would not work.

Event description:
Additional information received reported the patient decided to have the device explanted. It was noted the explant would most likely be in february. The reporter stated the patient could not charge and was not able to get therapy in their back where they wanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown; product type programmer, physician product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).

Event description:
Additional information received reported that the removal had been postponed and not yet rescheduled due to patient illness. Additional information was requested but was not available as of the date of this report.

Event description:
It was reported that one day after implant, the patient noticed 3 good size lumps around the incision area. It was noted that the lumps were nickel and dime in size and are black and blue. It was noted that the patient did not think the knots were normal. It was noted that where the apparatus was, was fine except for the bottom. It was noted that the bigger lump had gotten a little bigger. It was noted that they could not get it to vibrate or tingle in only the leg because, the patient had too much fluid in the stomach area. It was noted that stimulation was supposed to get the leg and back. It was noted that the patient started to have diarrhea three days after implant and had to wear a diaper and had a horrible night. It was noted that the patient was very excited to get the implant. Additional information received reported that the patient had a bump at the implant site like the battery was turned upside down. It was noted that the health care professional (hcp) and manufacturer representative looked at the x-ray and said it was fine. It was noted that the hcp said, the device could be removed and adjusted. It was noted that there was a knot at the top of the implant and it stuck out a quarter of an inch an 2 more knots right next to it. It was noted that the trial doctor said, it looked like it was upside down and the reveal surgeon said, it did not look right either. It was noted that the patient had sciatic pain on both sides. It was noted that the trial was good and the patient only needed 4 percocets the entire trial but now the patient was taking 4 to 6 percocets a day. It was noted that the stimulation went from the patient¿s toes to their stomach but they needed it in the back and buttock. It was noted that the stimulation was to the patient¿s knees and halfway in the stomach as well during part of the call. It was noted that the manufacturer representative told the patient that there seemed to be water in the stomach area and came back two weeks later to program the patient. It was noted that during programming, the representative had trouble programming with the bump as well and they could not get it. It was noted that the patient¿s next appointment was 2013 (B)(6). It was noted that the patient had group a and b but adaptive stimulation was not programmed. Additional information received reported, the patient tried the trial stimulator about 6-7 months ago. The reporter stated it was hard to say how exactly it relieved their pain, but it was good and they only took three percocet during the six days. It was noted that the patient had the implantable neurostimulator (ins) implanted in their back on 2013 (B)(6), but four days later, the ins shifted and the ins sticks out. It was further noted, the patient had been having pain for 15 years and they had shots every six to eight weeks. The reporter stated they use stimulation all day and night except for maybe three hours. It was noted that the ins only stimulated the patient¿s legs and up to below their belly button. It was further noted, they got a second opinion today and was told the ins would have to be taken out and repositioned. The reporter stated they just wanted to be pain free in their middle back. Additional information received reported when stimulation was turned on it was too prominent in their abdomen and it caused in increase in the frequency of bowel movements. It was noted, the patient could not be programmed because, the ins was discharged. The reporter stated, the patient was now charging without issue and they would meet with the patient again to address their programming issues. It was noted, a pocket revision was planned for 2013 (B)(6) as the location of the ins was irritating the patient and was difficult to reach. It was noted, the patient had more frequent than normal bowel movements associated with stimulation being turned on. It was further noted that the patient¿s stimulation was off at the moment and they did not have any issues. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that four days after surgery the patient noticed their implant shifted. Instead of being flushed under the skin it seemed to be bulging at the top of the implantable neurostimulator (ins) which was causing poor coupling. It was noted that there were two bars at best and that was difficult to achieve. Antenna locator was attempted but did not get very good range of coupling. It was noted that a flip was not confirmed. It was noted that there was stimulation in the wrong location. The patient felt stimulation in abdomen and legs only and not the low back. Symptoms included less than 50% therapy relief at the device pocket. The healthcare professional (hcp) planned to revise the pocket and possibly move location of the pocket per the patient request. Surgery was scheduled for (B)(6) 2014. It was noted that reprogramming would occur during a visit scheduled for (B)(6) 2013 to see if better coverage was attainable. It was noted that reprogramming was not conducted at the (B)(6) 2013 appointment as the ins was discharged at that time and could not be read. Additional information received reported that the device was not flipped but it was not in a flush pocket under the skin. The top/header side was close to the incision/skin while the bottom of the ins was deeper in the pocket. It was noted that a manufacturing representative had met with the patient (B)(6) 2013 but they still had not charged due to poor coupling. It was noted that antenna locator was used and achieved six consistent coupling bars and so they would meet in the future to attempting reprogramming. The plan was still to potentially revise the pocket to move to a better spot for patient. The patient was still not receiving effective therapy. Additional information was requested but was not available at the date of this report. Information to this event was previously reported in regulatory report number 3007566237-2013-03924. All follow up will be reported in regulatory report number 3007566237-2013-21964.

Event description:
Additional information received reported that the patient still had not had her explant scheduled. Additional information received reported that the patient had her explant on the morning of report and was doing fine. Additional information received reported that the patient decided to have their stimulator removed. It was noted that the doctor removed the implantable neurostimulator (ins) and leads. It was noted that the patient was doing fine post op. Additional information received reported that no abnormalities were noticed. It was noted that the patient was doing fine.